Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader was sufficiently charged. The reader was then de-cased and no issues were observed upon visual inspection. A power consumption test was performed on the reader and the result was within specification. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the other product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his adc freestyle libre 2 reader due to a fast draining battery. Customer further reported that he was at the hospital due to a scheduled operation and unable to test glucose. An unspecified reading was obtained by the nurse and the customer was administered with insulin (dose unknown). There was no report of death or permanent injury associated with this event.